Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer service technician replaced the main board to correct the problem.